Event description:
It was reported by service report that the siderails panels were cracked and missing plastic parts, and the footboard had cracked panels with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail and footboard panels with exposed sharp edges, missing plastic parts, and vectors for potential fluid ingress caused by the use of a non-approved cleaner.